Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: complete entry = (B)(6). Patient information: no further information was provided. Facility name: complete entry = (B)(6). (B)(6) hospital.

Event description:
The customer obtained a false positive architect total b-hcg result for a 22 year old female. On (B)(6) 2022 the sample ((B)(6)) generated a positive result of 25.16 miu/ml. On (B)(6) 2022 the physician questioned the result and it was repeated generating a negative result of <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and resolved the issue by cleaning the r1 probe. No additional discrepant result issues have been reported since the service activity was completed. The arc, probe (08c94-47) was determined to be the cause of the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. Review of tracking and trending data in the product monitoring review revealed no systemic issues or trends associated with discrepant results. The erratic result rates were within acceptable limits with no trends identified. A review of device history records and trending data for arc, probe identified no non-conformances, potential non-conformances or trends. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect i2000sr analyzer.

Event description:
The customer obtained a false positive architect total b-hcg result for a 22 year old female. On may 16, 2022 the sample generated a positive result of 25.16 miu/ml. On may 17, 2022 the physician questioned the result and it was repeated generating a negative result of <1.2 miu/ml. No impact to patient management was reported.